Manufacturer narrative:
(B)(4) - protective sheath, mandrel/stylet. Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Difficulty/resistance removing the stylet was not confirmed. Difficulty/resistance removing the protective sheath could not be tested as the sheath was already removed and the stent implant was dislodged. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The following additional information was received: there was resistance noted during removal of the protective sheath and stylet.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during un-packaging of the 3.5 x 12 mm xience v stent delivery system (sds), the stent dislodged from the balloon and remained on the stylet. The device was not used and there was no patient involvement. A new xience v was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.